Event description:
The surgeon experienced difficulty when he attempted to extract the subject device due to a suspected allergic reaction. Due to the difficulty experienced during this procedure, the surgeon opted to abort the extraction.